Manufacturer narrative:
(B) (4). (B) (4). Device #1: part #12673-03, lot #89024-6h indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history for this lot did not produce any findings relevant to this report.

Event description:
Device 2 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported patient adverse effects. Though requested, no additional information was available.